Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer received an unknown error message while wearing the adc freestyle libre sensor, and she was, therefore, unable to obtain a glucose result. It was further reported that while the customer was at work, she experienced feeling dizzy, confused, and lost consciousness. A colleague assisted the customer by giving her a "hypostick" orally. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
Customer's caregiver reported the customer received an unknown error message while wearing the adc freestyle libre sensor, and she was, therefore, unable to obtain a glucose result. It was further reported that while the customer was at work, she experienced feeling dizzy, confused, and lost consciousness. A colleague assisted the customer by giving her a "hypostick" orally. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.